Manufacturer narrative:
Other, other text: one medfusion 3500 pump was returned for analysis due to a plunger sensor error. There was a primary audible background and plunger not in place alarms in the history. Start up, flow and occlusion tests were performed. The plunger not in place error was duplicated the operator could not repeat primary audible background error. The operator replaced the plunger printed circuit board and that cleared up the plunger not in place alarm during testing. The speaker was also replaced. The device was recalibrated and passed testing.

Manufacturer narrative:
Other, other text: additional information: a1, b3, h6, h10: information was received on 15-oct-2020 indicating event date and indicating that there was no patient involvement in this event.

Event description:
Information was received indicating that a smiths medical medfusion pump had a background error and a plunger sensor error that was intermittent. There was no reported adverse event.